Event description:
I have a lot of dexcom g7 failures. Yesterday I inserted one and it failed within the initial start up. I email them for a replacement and I usually get them but I just seen they only offer 3 per year, I have had 3 failed in last 2 weeks. Reference reports mw5159596, mw5159598.